Manufacturer narrative:
The product was not returned. A photo was provided that showed a toric lens inside the eye. The photo was quite blurry and glare areas from overhead lighting was also observed. There appeared to be linear damage (possibly a scrape mark or torn damage) located between the optic center and the optic edge. This line of what appeared to be optic damage looked to begin at the optic edge and travelled upward toward, parallel to the edge and the end of the line of damage travelled toward the haptic where toric axis marks were observed. The remainder of the optic was too blurry to make any further observations. The specific anomaly noted in the photo cannot be verified without evaluation of the physical sample. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified lens, handpiece, and viscoelastic were indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Based on our observation of the attached photo, the optic has a linear line that may be lens damage. The specific anomaly noted in the photo cannot be verified without evaluation of the physical sample. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The file indicated that the lens remains in the eye. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, there was a scratch on the iol and was left in the eye. Additional information was received and stated that the surgery was completed and the lens was left in place due to the scratch being out of patient's line of vision. It was suspected that cartridge caused the scratch.